Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis therefore confirmed the reported pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and cylinder components removed as the pump was defective and could no longer be operated. New inflatable penile prosthesis pump and cylinder components were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and cylinder components removed as the pump was defective and could no longer be operated. New inflatable penile prosthesis pump and cylinder components were implanted.